Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined, however, omsc concluded that the reported event may have occurred by the following mechanism: with the opening at the distal end of the endoscope close to the mucosal surface, the user performed a suction operation and the mucosal tissue was sucked into the distal cover. Then, in this state, the user removed the endoscope, and the mucosal tissue was damaged at the edge of the distal cover. The distal cover broke at the center line because the user improperly attached the distal cover to the endoscope. When the distal end of the endoscope was pressed against the mucosal surface in this state, the mucosal tissue was caught in the cracked portion of the distal cover and damaged even if the suction operation was not performed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. There is no device repair history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, the staff in charge of cleaning found that 0.5 mm x 1.5 to 2.0 mm of human body tissue had adhered to the olympus single use distal cover maj-2315. The olympus single use distal cover maj-2315 was attached to the device and used in the procedure. There was no report of patient injury associated with the event. The distal cover maj-2315 to which the tissue had adhered was discarded. The olympus sales representative interviewed the chief nurse at the user facility and provided the following information. The tissue was not sent for pathological examination because tissue attachment was found during device cleaning. Tissue adhesion was found during cleaning, and the doctor was unaware of tissue adhesion and there was no obvious damage such as bleeding during the procedure. Therefore, the endoscope was not reinserted to confirm the patient's damaged area. No additional treatment is required for the procedure using this device. The nurse inspected the distal cover for cracks and that the distal cover was properly attached after the attachment and before insertion. This device was not used in patients with gastrointestinal strictures. At least there is no information that the device was withdrawn during suction. The doctor in charge of the procedure has used the olympus flex video scope tjf-q290v about 15 times.